Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was in the 205's mg/dl range and a correction bolus was delivered to address the bg level. A supply change was performed resolving the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.